Manufacturer narrative:
No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion displayed e8 (power interrupt) while attempting to perform a bolus. The patient was unable to confirm the e8 message because the check button would not function. The patient changed the battery, but the e8 message was displayed again and the check button still would not function. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.